Event description:
It was reported that the patients ipg was implanted face down which caused difficulty in charging. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Event description:
It was reported that the patients ipg was implanted face down which caused difficulty in charging. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn (B)(6). The returned ipg was analyzed and the implants memory revealed that after it was implanted into the patient, the battery voltage steadily declined to below 3vdc without being able to recharge. X-ray images provided in the analysis confirmed that the implant was not correctly oriented. With all the available information, boston scientific concludes that the reported event was confirmed. The ipg was unable to be recharged by the charger because the charging coil was located on the backside of the implant instead of the front due to improper orientation.